Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of ventralight st w/ echo mesh, patient was diagnosed with adhesions and pain thereby underwent extensive lysis of adhesions. The instructions-for-use supplied with the device lists adhesions as a possible complication. This emdr represents ventralight st w/ echo (device #2). An additional supplemental emdr was submitted to represent mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per additional information provided: on (B)(6) 2014: patient was diagnosed with infraumbilical incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿hernia was noted just below the right umbilicus above a previous midline scar. A very thick hernia sac found was freed up circumferentially down and excised. A large circular piece of composix kugel mesh (device #1) placed intraabdominally with polypropylene portion directed anteriorly tacked it to the anterior abdominal wall and sutured.¿ on (B)(6) 2014: patient was diagnosed with severe abdominal pain. On (B)(6) 2016: patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with the explant of composix kugel mesh (device #1). Per operative notes, ¿adhesiolysis was performed in the right side. There was small bowel adhered to the mesh. Then, the mesh dissected from the abdominal wall and removed. The fascial defect was identified and synthetic mesh was secured to the post fascia and sutured circumferentially as well as center of the mesh.¿ on (B)(6) 2017: patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with the implant of ventralight st w/ echo (device #2). Per operative notes, ¿adhesiolysis was performed in the right lower quadrant and the mesh was left intact. The fascial defect was reduced and sutured. A ventralight st w/ echo (device #2) was used to reinforce the hernia. The mesh secured to the post fascia, sutured circumferentially as well as the center of the mesh.¿ on (B)(6) 2017: patient extensive adhesions, pain thereby underwent robotic assisted laparoscopic extensive lysis of adhesions in the mid abdominal wall. Per operative notes, ¿adhesiolysis was performed in the mid abdominal wall. The old meshes were encountered and the omentum was placed in between the abdominal wall and intestines and sutured.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence. It is also alleged that the patient had foreign body inflammatory reaction, underwent 30 minutes of adhesiolysis due to mesh being adherent to the bowel and mesh removal.